Manufacturer narrative:
The patient's meter and strips were returned for investigation. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided in the complaint case that would point to a cause for the result discrepancy. The complained test strips have been calibrated against the who standard rtf/16. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with her coaguchek xs meter (unknown serial number). On (B)(6) 2018, the patient had a result of 4.4 inr. Her warfarin/coumadin medication was held. On (B)(6) 2018, a sample from the patient was tested on the meter, resulting as 3.2 inr. On the same day at an unknown time, a sample from the patient was tested in the laboratory using the dade innovin method, resulting as 1.9 inr. On (B)(6) 2018, a sample from the patient was tested on the meter, resulting as 3.4 inr. On the same day at an unknown time, a sample from the patient was tested in the laboratory using the dade innovin method, resulting as 1.6 inr. On (B)(6) 2018, a sample from the patient was tested on the meter, resulting as 4.4 inr. On the same day at an unknown time, a sample from the patient was tested in the laboratory using the dade innovin method, resulting as 2.8 inr. No adverse events were alleged to have occurred with the patient. The patient's warfarin/coumadin dosage was lowered based on the meter results. There has been no change in the patient's condition. The patient was not sure, but believed that her therapeutic range was 2.0 - 3.0 inr. The patient's testing frequency is once every other week. The patient's product was requested for investigation. Retention test strips (lot 304974) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.